Manufacturer narrative:
Section b5: event information provided in the initial report was extracted from user facility report # 3601800000-2020-8122. Section b7: additional information. Section g3: correction. Manufacturer's analysis conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a perioperative cerebrovascular accident during the lvad implant. Immediately upon the reversal of sedation the patient was found to have a left gaze preference and right hemiparesis. CT images confirmed a moderately large left middle cerebral artery stroke due to embolism to left middle cerebral artery. The site communicated the patient was not a candidate for endovascular intervention due to the risk of hemorrhagic conversion from the size of the infarct. The patient was at risk for further thromboembolic events while off of anticoagulation. The patient received a tracheostomy. The patient remained in a altered mental state with right hemiparesis and spontaneous neural responses.